Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was made aware of this complaint through a representative of the customer alleging of stomach cancer, lymphatic cancer related to a CPAP device's sound abatement foam. No medical intervention was specified.the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was made aware of this complaint through a representative of the customer alleging of stomach cancer, lymphatic cancer related to a CPAP device's sound abatement foam. No medical intervention was specified. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. The device's downloaded logs were reviewed by the third-party service center. Secondary findings were observed and one error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. In this report, in box d: device serviced by 3rd party? Device available for eval? In box g: date received by mfg? Has been updated. In box h: device eval. By mfg? Evaluation method code grid, evaluation results code grid, conclusion code grid has been updated.